Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used tracheostomy tube with swivel connector, regular straight neck flange and 56mm length was returned for analysis. The product was subject to a leak test after being inflated with 5cc of air and submerged in water to identify any holes in the cuff area or gaps in adhesive that may have led to the cuff deflation reported by the complainant; however no leakage was noted during evaluation. Of note the complainant reported that the cuff was inflated with air during use. Per instructions for use (IFU), the clinician must use only sterile water to inflate the cuff, as silicone cuffs are permeable to air and subject to slow, spontaneous deflation. Based on device analysis, the complaint cannot be confirmed as a manufacturing nonconformance. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. The company regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. The cause of the reported problem could not be determined. The DHR (device history review) was assessed and there were no discrepancies or abnormalities relevant to the complaint. Devices are routinely leak tested twice: once by manufacturing and once during a final inspection immediately prior to packaging. No leaks were identified prior to packaging.

Manufacturer narrative:
UDI is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was not staying in a custom order tracheostomy tube. Additional information was received via a customer response email with completed complaint form on 10-oct-2022: air was not staying in per family and nurse. No patient injury; no intervention required.